Event description:
It was reported that the valve was explanted.

Manufacturer narrative:
The returned valve was patent. It was returned at pressure level 2.5, and was not adjustable to another setting. Dissection of the valve showed proteinaceous debris in the adjustment mechanism. The debris was stuck to the rotor and cassette housing, preventing rotor movement. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.